Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that the "xia 3 illios polyaxial screw head was detached/broken from screw post. Specifically a 7.5x80mm screw. A 8.5x80mm screw was used to replace screw."

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the tulip disengagement of the xia 3 titanium polyaxial screw was confirmed via sales rep correspondence. The device was not returned for evaluation. An r&d study has shown that multiple tightening attempts at a high screw angulation can lead to tulip disengagement when over-torqueing is involved, as this causes deformation to the screw head. Excessive deformation can allow the screw head to pass completely through the tulip if enough force is applied. However, the mentioned causes could not be confirmed. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that the "xia 3 illios polyaxial screw head was detached/broken from screw post. Specifically a 7.5x80mm screw. A 8.5x80mm screw was used to replace screw."